Manufacturer narrative:
The reported event of a fractured leaflet was confirmed. Patient death was also reported. The major radius of one leaflet had broken off, leaving a portion of the leaflet inserted in orifice. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, it is consistent with some external force applied to the leaflet and orifice, which overstressed the carbon material and resulted in the damage.

Event description:
On (B)(6) 2018, a 17 mm regent heart valve was implanted in the aortic position. After implant, the surgeon elected to rotate the valve and a leaflet broke into two pieces. The valve was exchanged and a 19 mm regent heart valve (sn: unknown) was implanted. The procedure time was ten hours total due to the need to exchange the valve. On (B)(6) 2018, the patient was reported to have heart failure symptoms leading to the patient's death.